Event description:
Caller reported advantage system blood glucose result of 239 mg/dl, professional system result of 107 mg/dl within 2-3 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. This was observed during a bi-ventricular cardiac implantible defibrillator upgrade procedure. The lead was explanted and replaced. No adverse patient effects were reported.